Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display and the display to pump board cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was intermittently losing its display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the suspect display and display to pump board cable into a lab use only (luo) roller pump. He powered the unit on and the display was normal throughout the entire evaluation. The unit functioned as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.